Event description:
Azur detachable controller, 2 did not power up/activate. These 2 were from the same lot number. A third one opened and worked properly. This product did not affect the patient, no harm was done. Reference report: mw5148176.